Manufacturer narrative:
Patient code - (B)(4) : no code available (vertical gas breakthrough). Application support manager (asm) found no issues with laser. He completed surgery support with doctor and discussed docking techniques, and settings adjustments. Repeated conversation with surgeon about increased risk of vertical gas breakthrough if a 90um (microns) flap is created (thin flap) and pocket is turned off. Asm evaluated cones and found z delta on right side used cone was -1/2, cutting 108um in gel with 120um programmed, and in left -8/8. Completed update to -8/8 cone to -23/8 cutting 135um with 120um programmed. Field service specialist checked the laser after the event and completed z calibration with site cones. There were no issues found. All following patients and previous patients for that surgery day (55 eyes total) were completed without concern. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018. The surgeon programmed a 90 micron flap with the option for pocket off in the right eye and a vertical gas breakthrough occurred. Surgeon decided not to lift flap and performed photorefractive keratectomy on the same day. This report is for the patient interface laser. A separate report is being submitted for the intralase laser.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the suspect product was not returned. The reported complaint cannot be confirmed. Per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60119945. All devices met material, assembly and performance specifications at the time of product released. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: 102 sealed patient interface lot# 60119945 were received within its original packaging. Qsit sampling plan chosen from table 1 of FDA¿s guide to inspection of quality systems sampling plan (letter c) was chosen with a sample size of n=17 for unused product inspection. 17 pis were selected randomly and tested. A visual inspection of the returned devices did not reveal any damage to the components and all parts were assembled correctly. No obvious damages were found on any returned device. Suction and dimensional test was performed and results were within specifications. The reported patient interface issue could not be confirmed.